Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after removing pump from box and prior to use, the battery could not be charged. Customer reverted to using another pump for insulin therapy. There was no reported impact to customer's blood glucose.